Event description:
Boston scientific received information that this patient's right ventricular lead exhibited a lead safety switch which changed the lead configuration to a unipolar sensing. Auto-capture also was placed in retry. All lead impedances were greater than 2500 ohms, and the sensing dropped. Additionally there was complete loss of capture at maximum outputs. A chest x-ray was taken and the physician believes there might be a connection issue causing these issues. A revision procedure was scheduled, at which time the physician chose to do a venogram to assess the left subclavian vein. After which the physician decided with the patient's age and health a revision would not be performed. To date, no additional adverse patient effects have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.